Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had a safety clip issue. This was discovered during use. The following information was provided by the initial reporter: when withdrawing the steel cannula from the plastic capillary, the safety clip did not come off completely.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had a safety clip issue. This was discovered during use. The following information was provided by the initial reporter: when withdrawing the steel cannula from the plastic capillary, the safety clip did not come off completely.